Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events a type 1a endoleak with sac growth of 8.4mm. The type 1a endoleak was most likely user related due to the off-label neck of 7mm (should be great than or equal to 15mm). The final patient status was discharged on post-operative day two (2), home stable post endovascular repair. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata corrections: b5: describe event or problem has been updated g1,2: contact office- name has been updated h6: patient code: remove code 1924 h6: device code: remove code 3190 h6: result code: remove code 3221 h6: conclusion code: remove code 11

Event description:
Corrections and updates to the initial report: the patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately five (5) years post initial procedure, a type ia endoleak with sac growth was identified, an intervention was completed. The physician elected to implant another suprarenal stent graft extension to resolve this event. The patient was discharged with a healthy status.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx bifurcated stent graft and an afx vela suprarenal were implanted to treat an abdominal aortic aneurysm (aaa). Approximately five (5) years post initial procedure, a type ia endoleak was identified. Successful re-intervention was completed with implant of an additional afx vela suprarenal. The patient was discharged with a healthy status.